Event description:
A bayer r & I field service rep reported the following. The vertical arm became disengaged from the horizontal arm on an ocs 1 (overhead counterpoise system 1). As a result, the injector head fell onto a pt's right femur area while she was being transferred from the CT scan table to her pt gurney. The pt received f/u x-rays to evaluate for fracture which were determined to be negative. The pt did not require any further treatment.

Manufacturer narrative:
The site is performing an internal investigation. Once they have concluded their investigation, the site will release the suspect product to bayer r & I for analysis. Upon completion of our investigation, a f/u report will be submitted.